Event description:
Curlin 6000 cms pump requiring security code to prime tubing when in tpn programming with lock level 2. Operator manual - states that priming function allowed when pump set in lock level 2. Releasing the security code to the patient population could result in patient's accidentally or intentionally altering the programming of their infusion pump.